Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.5/2.0/098 (sphere/cylinder/axis) was implanted as a replacement into the patient's right eye (od) on (B)(6) 2022. The exchange was due to lens rotation not associated to low vault and refractive surprise. The problem was not resolved. Cause of the event is unknown. Reportedly, "after implantation of ticl lens in the right eye, the patient's vision was decreased and the lens position was checked for deviation. After the surgeon's interview, he decided to perform the repositioning operation on august 5. After the repositioning operation, the patient's eye condition was rechecked again. The inspection results showed that the vision was still not improved, the lens position was not rotated, and the arch height was normal. After consultation with the surgeon and experts, the crystal was initially suspected. After communication with the patient, the new ticl lens was implanted again on september 30. The vision was still not improved one day after surgery."